Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The unit was returned to a covidien service center. Upon triage, service tech found the unit's power cord is cut open showing copper wiring. There is also arcing between the wires.

Manufacturer narrative:
On (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.